Event description:
The physician used a 3.5 x 30mm fire star balloon to try and pre-dilate a graft to the calcified left anterior descending branch through previously deployed stents. This lesion had been previously stented (about 40mm of stents; unk brands) and restenosed (about 80-90%) in the same area. The physician was trying to run the balloon down and it "kind of hung up a little", he took it down. The balloon was inflated at 8atm for 20 seconds and when the physician tried to deflate the balloon, it would not deflate. Therefore, the physician had to pull the balloon out of the pt without deflating it. Once outside of the pt's body the balloon was deflated with an inflator and some manipulation. When the balloon was examined it looked like it might have had a tiny hole, but it was very difficult to see. Ther was no reported pt injury.

Manufacturer narrative:
The prod is expected to be returned for add'l testing. Add'l info will be submitted upon 30 days of receipt.